Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, ventilator inoperative codes were found in the ventilator's downloaded error log. The device's blower was replaced to address the issue.